Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that therapy had not helped the patient with their pain since it was implanted. The patient also reported that after she went home after the implant surgery she had headaches and was vomiting. The patient reported that they had done something to her spine and she had went back for another surgery three days after the device was implanted. No further complications were reported as a result of this event. [For information pertaining to device working on and off/not working refer to event (B)(4)].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw their physician on (B)(6) 2017. The patient¿s weight at that time was (B)(6) pounds. The patient mentioned she had a spinal leakage after her original implant procedure so they are not going to replace the device. The patient said she was told by the doctor to ¿leave it in and forget it.¿ it was not known whether the spinal leakage was related to the patient¿s device. The patient said she was ¿so sick and had vomiting and headaches.¿ no further information was provided.